Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. We were unable to perform excessive no delivery test, self-test, off no power test and occlusion test due to motor error alarms. The insulin pump was monitored for 24 hours, no blank display or failed battery test alarm noted. All operating currents are with in specification. No unexpected low battery or off no power alarms noted. No isolation tape damage noted on lcd board. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked display window and corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump stopped working; the patient changed the battery and received a failed battery test alarm, and after changing the battery a few more times the insulin pump has still not powered on. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the blank display anomaly. The customer confirmed that there was a small crack on the top left hand corner of the screen, and they were unaware of how the damage occurred. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.